Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal end of the crimped stent was damaged with stent edge struts lifted upwards from the stent profile. The proximal portion of the stent appears to be stretched proximally. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-03828. Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 24 x 2.50 promus premier¿ drug eluting stent was advanced but failed to cross the lesion. Another 24 x 2.50 promus premier¿ drug eluting stent was then advanced but still failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.